Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to ocg for evaluation. Ocg inspected the device and found that the metallic part of the output socket was deformed by hitting something and damaged. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by a communication failure between the endoscope and video processor due to unstable electrical contact due to a defective output socket. Omsc guessed that the damage to the output socket was due to the impact on the device caused by connecting the endoscope to the device with a strong force. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus (B)(4) and found that a scope communication error (b30) occurred. And the endoscopic image was not transferred to the video processor due to error b30, and the endoscopic image was not displayed when using the endoscopic connector. There was no report of patient injury associated with this event.